Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 32-year-old female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity, abdominal wall abscess, multigravida, parity 5 and insomnia. Current weight: 260 lbs. Previously administered products included for an unreported indication: depo provera from 1998 to 2003. Concomitant products included intrauterine contraceptive device (iud nos) in 2014 for birth control as well as gabapentin since (B)(6)2018. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced rash ("rash"). In 2015, the patient experienced vaginal haemorrhage ("abnormal (vaginal)"), menorrhagia ("abnormal (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes-mood swings"), feeling abnormal ("hormonal changes-brain fog"), urinary tract infection ("infection ¿uti"), migraine ("migraines/headaches"), anxiety ("psychological or psychiatric problems :anxiety") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain"). In june 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joints pain") and skin disorder ("rash/skin condition"). The patient was treated with antibiotics, celecoxib (celexa), hydroxyzine, venlafaxine and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, rash and skin disorder had resolved, the vaginal haemorrhage, dyspareunia, mood swings, feeling abnormal, urinary tract infection, anxiety, depression, abdominal pain, back pain and arthralgia outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 260 lbs. Previously reported essure insertion date : (B)(6)2014 left side- 3, right side- 1 trailing coil discrepancy noted in date(s) of insertion: (B)(6)2014(per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Lot number:b26272 manufacturing date:2013-04 expiration date:2016-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 32-year-old female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test. The patient's medical history included morbid obesity, abdominal wall abscess, multigravida, parity 5 and insomnia. Current weight: 260 lbs. Previously administered products included for an unreported indication: depo provera from 1998 to 2003. Concomitant products included intrauterine contraceptive device (iud nos) in 2014 for birth control as well as gabapentin since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced rash ("rash"). In 2015, the patient experienced vaginal haemorrhage ("abnormal (vaginal)"), menorrhagia ("abnormal (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes-mood swings"), feeling abnormal ("hormonal changes-brain fog"), urinary tract infection ("infection ¿uti"), migraine ("migraines/headaches"), anxiety ("psychological or psychiatric problems :anxiety") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joints pain") and skin disorder ("rash/skin condition"). The patient was treated with antibiotics, celecoxib (celexa), hydroxyzine, venlafaxine and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, rash and skin disorder had resolved, the vaginal haemorrhage, dyspareunia, mood swings, feeling abnormal, urinary tract infection, anxiety, depression, abdominal pain, back pain and arthralgia outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 260 lbs. Previously reported essure insertion date : (B)(6) 2014. Left side- 3, right side- 1 trailing coil. Discrepancy noted in date(s) of insertion: 17apr2014(per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs and mr received : reporter, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity and abdominal wall abscess. Current weight: (B)(6). Previously administered products included for an unreported indication: depo provera from 1998 to 2003. Concomitant products included intrauterine contraceptive device (iud nos) in 2014 for birth control as well as gabapentin since (B)(6) 2018. In 2014, the patient had essure inserted. In 2014, the patient experienced rash ("rash"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods"). In 2015, the patient experienced vaginal haemorrhage ("abnormal (vaginal)"), menorrhagia ("abnormal (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes-mood swings"), feeling abnormal ("hormonal changes-brain fog"), urinary tract infection ("infection ¿uti"), migraine ("migraines/headaches"), anxiety ("psychological or psychiatric problems :anxiety") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joints pain"). The patient was treated with antibiotics, celecoxib (celexa), hydroxyzine, venlafaxine and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, mood swings, feeling abnormal, urinary tract infection, anxiety, depression, abdominal pain, back pain and arthralgia outcome was unknown, the dysmenorrhoea and migraine had resolved and the rash and weight increased was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received- previously reported event ¿injury to herself¿ replaced with ¿abnormal (vaginal)¿, events- ¿abnormal (menorrhagia), dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), mood swings, urinary tract infection, migraines/headaches, anxiety, depression, rash, weight gain, abdominal pain, pelvic pain, back pain, joints pain, she did not undergo essure confirmation test¿, medical history, treatment drug, concomitant conditions , reporter¿s information , patient¿s demographics were added. Outcome of events ¿weight gain, rash, from unknown to ¿recovering¿, and ¿dysmenorrhea (cramping)/ painful periods, migraines/headaches¿ to ¿recovered ¿ no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included morbid obesity and abdominal wall abscess. Current weight: 260 lbs. Previously administered products included for an unreported indication: depo provera from 1998 to 2003. Concomitant products included intrauterine contraceptive device (iud nos) in 2014 for birth control as well as gabapentin since (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced rash ("rash"). In 2015, the patient experienced vaginal hemorrhage ("abnormal (vaginal)"), menorrhagia ("abnormal (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes-mood swings"), feeling abnormal ("hormonal changes-brain fog"), urinary tract infection ("infection ¿uti"), migraine ("migraines/headaches"), anxiety ("psychological or psychiatric problems :anxiety") and depression ("psychological or psychiatric problems: depression") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ painful periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joints pain") and skin disorder ("rash/skin condition"). The patient was treated with antibiotics, celecoxib (celexa), hydroxyzine, venlafaxine and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, migraine, rash and skin disorder had resolved, the vaginal haemorrhage, dyspareunia, mood swings, feeling abnormal, urinary tract infection, anxiety, depression, abdominal pain, back pain and arthralgia outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 260 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.7 kg/sqm. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new event skin disorder was added. Updated outcome of events pelvic pain, menorrhagia, rash, skin disorder to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.